Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator was broken. The dart was returned with a small amount of suture attached to it. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite that was used during an unknown procedure and date. According to the complainant, during the positioning of the capio device, the suture got broke after activation. The needle was retained inside the capio device the procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite that was used during an unknown procedure and date. According to the complainant, during the positioning of the capio device, the suture got broke after activation. The needle was retained inside the capio device the procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.